Event description:
The customer reported a corneal burn. Additional information received from the surgeon stated the patient required an amniotic membrane conjunctival graft to cover the wound. In the surgeon's opinion, the system may have contributed to the event. The surgeon stated the event was not very clear and likely there was a blockage of the aspiration line even though the test was performed correctly. The patient presented with high astigmatism post operatively.

Manufacturer narrative:
The company service representative examined the system and found the system met specifications. The phaco handpieces were tested and passed functional testing. The system was tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health device, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.